Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of the pacing lead, the stylet would not advance to the distal tip of the lead. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal conductor of the lead was extrinsically over-rotated. Visual analysis of the lead indicated damage at implant. The analyst noted a test stylet did not insert due to distal conductor distortion in connector due to over-rotation (spin). If information is provided in the future, a supplemental report will be issued.